Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with spinal therapy. It was reported that the inserter shaft was pinched and doesn¿t allow for the inner shaft go in and out. There were no symptoms reported. There were no further complications reported regarding the event. Procedure performed was olif. Product came in contact with patient when it was broken. All broken fragments were retrieved from the patient body.